Event description:
Report received that monitor tech saw pt had brady'd down to 40s. When staff checked pt the tubing had popped off vent. The vent was not alarming. Rt reports it had been alarming earlier in the shift during suction, etc. Pt was bagged and returned to nsr in 80s. While the pt was off vent and being bagged, the vent still did not alarm. This vent was just serviced on (B)(6) 2014. The rt director was contacted this am to ensure vent is sequestered.